Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that "fill tubing rate" and speed of insulin drips observed to be exiting the infusion set tubing during the load fill process was not consistent. Additionally, it was reported that the customer had an unspecified cartridge issue. Reportedly, customer continued to fill the tubing and continued to use the existing cartridge to address the issue and resume insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy until the replacement arrived.